Event description:
On 09/24/2008, abbott point of care was contacted by a customer who reported an I-stat act k cartridge yielded three separate sample results of 140 seconds in 2008 at 6:57pm, 8:25pm and 9:51pm which may have contributed to the delay in pulling the sheath by 7.5 hrs.